Manufacturer narrative:
Pump passed sleep current measurement, active current measurement, and self test. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. Pump successfully downloaded traces and history file using thump. No low battery alerts noted during testing. However, in further full review in the pump history found unexpected low battery alarms on 2025 1(B)(6) 7:06:00.000 and on (B)(6) 2025 02:19:00.000. Pump was cut open to perform visual inspection and found evidence of moisture damage on the [pcba 1/pcba 2] boards. Test p-cap / reservoir locks properly into place. The following were noted during visual inspection: scratched case, pillowing keypad overlay, stained keypad overlay, cracked keypad overlay, label damage, corroded battery tube, cracked case near the corner of belt clip rails, cracked battery tube threads, and cracked case on the battery tube side. Customer experienced an unexpected power loss of less than 7 days per the pump history records. Unexpected battery power loss and charge/battery lasts less than expected was confirmed due to moisture damage on the electronic assemblies. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer reported shorter battery life and received replace battery now alarm. The customer reported no adverse event. The event involved product(s) mmt-1880. Troubleshooting was performed for shorter battery life and replace battery now alarm. This was the second occurrence of receiving alarm in less than 8 hours after low battery warning. Customer was advised to discontinue use of the device and the insulin pump will be replaced. No harm requiring medical intervention was reported. Mmt-1880 was requested and customer response was the device will be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.